Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Visual inspection revealed that the ventilator side ptv pigtail lemo connector receptacle has a burnt residue. Internal inspection of the ventilator has no signs of overheating or burn deposit. The service technician replaced the pigtail and the reported issue was resolved. The ventilator passed initial final test and initial alarm test without restriction. The ventilator passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator's pigtail connector was burnt. The customer confirmed that there was no patient involvement associated with the reported issue.